Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The cf card was replaced and the software was reloaded to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was showing error ec09 during operation. There was no report of patient injury.